Event description:
It was reported that the subject device had abnormal image. The issue was identified during cleaning and disinfection. The intended therapeutic endoscopic surgery was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. The investigation results suggest that the following likely led to the malfunction: this event was caused by a component failure of the light guide shaft. The abnormal image occurred due to beads of water in the glass of the light guide shaft, but the cause of the beads of water in the glass of the light guide shaft could not be determined. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.